Event description:
It was reported by a patient's mother on social media that the "first model was [..] Associated with some fatalities." The "first model" is believed to be the model 101 as this was the first vns model that her daughter was implanted with. It is unclear which deaths the reporter is referring to. No further relevant information has been received to date.